Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well post operatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo an ipg revision procedure due to increased charging.

Event description:
A report was received that the patient will undergo an ipg revision procedure due to increased charging.